Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The aortic neck was severely angulated. It was reorted that the final angiogram demonstrated a proximal type I endoleak. The physician elected to angioplasty with a rellant stent graft balloon catheter inside of the stent graft. (Reference MFR report# 29532000-2005-01278) the final angiogram revealed that the balloon had expanded the stent graft through the aortic wall, with extravasation of contrast into the abdomen and simultaneous drop in blood pressure. The physician elected to re-insert the angioplasty balloon above the stent agraft and kept the balloon inflated for approximately 15 minutes to seal the perforation. The patient's blood pressure was stabilized and no further intervention was necessary. No additional sequelae were reported and the patient is fine.